Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 93 mg/dl, 281 mg/dl, 414 mg/dl, 93 mg/dl, 97 mg/dl, 344 mg/dl, and 167 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The hcp noted an area of hypodensity in a pt treated with deep brain stimulation. He was in the process of evaluating the event as a possible stroke. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were all obtained outside of the ten minute time frame. This is a final report.